Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. High capture thresholds were noted as well. The patient reported experiencing pocket stimulation. A follow up with cardiology was scheduled. No additional adverse patient effects were reported. At this time, this lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).